Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the [source]. Please refer to the following sections for the new information: event description.

Event description:
The procedure was a diagnostic gastroscopy that was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope displayed an image problem. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed during inspection. Instead, it was found that the nozzle was clogged with foreign material. The device evaluation also found that the distal end cover insulation was below the treshold, the distal end light guide rod lens were cracked/chipped, the charged coupled device cover lens was scratched/chipped, the distal end cover had a sharp edge that caused it to snag, the bending tube and distal sheath were porous and deformed, and the connecting tube had a wrinkle and a scratch pocket-pouch. The air/water nut and suction cylinder nut had paint peeling off. There were scratches on the switch box unit and the universal cord. The connector plug unit was cracked, the scope connector water mouthpiece was deformed, the scope connector cover was corroded, there was low angulation, the knobs had play, part of the image was blurry, and air/water flow was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.